Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During use, it was reported that the needle was easily detached from the suture. It was not a control release needle. Another package was used, but the same event occurred. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). It was reported that the device had performance pull off - suture needle. It was received for analysis two paper lid, two empty winding former and a detached needle of product code z304. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition the assignable of the performance pull off : suture needle, suggest an improper handling of the sample.